Event description:
Boston scientific received information that this patient had received radiation therapy and upon interrogating this implantable cardioverter defibrillator (ICD) a fault code was displayed. A device replacement was recommended. Technical services confirmed that the device would be capable of delivering a shock in case a ventricular fibrillation episode was to occur, although pacing therapy was not confirmed. A replacement has been scheduled. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon analysis this event will be updated.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory confirmed that the device was operating in safety fallback mode. A designed precautionary response by the device resulted in a change to a well-defined "safe" default mode which operates as a single-zone ICD with limited programmability and shocking capability. The cause of the malfunction was concluded to be a result of software corruption induced by radiation therapy.

Manufacturer narrative:
Additional information received noted that after this patient received radiation therapy it was not possible to fully interrogate this device and a fault/error code was exhibited.